Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The issue was noted to likely be caused by the file being compressed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was having issues with getting images to work from electronic picture archiving and communication systems (pacs). The representative stated that she was also given a burned copy of the exam the exam and was unable to read as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the site was able to retrieve images from the pacs system, and the system was performing as intended.